Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient¿s pocket site opened up. The device was removed and the wound was closed. There have been no reports of further complications regarding this event.